Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. Customer stated that the crack on the top of the right corner. Reservoir was not lock and it was broken. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip, cracked case at the display window corners, cracked lcd window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).